Event description:
The customer reported that the charge button doesn't work in operational check.

Manufacturer narrative:
(B)(4). The customer reported that the charge button doesn't work in operational check. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.